Event description:
It was reported that following an scs implant procedure on (B)(6) 2024, the patient experienced pain and spasms in thoracic spine post-op. Imaging confirmed nothing of concern. Patient was prescribed muscle relaxers to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.